Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Foreign matter was reported in the product of expired product.

Manufacturer narrative:
One hundred (100) unused product samples were received. A small brown spot was seen on the product. The product samples have been sent to the manufacturing site for further evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).